Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker showed two and a half battery life remaining. It was noted that just over one year earlier the device showed eight years battery remaining. The power consumption was noted to be high and premature battery depletion was suspected. The patient would be followed in the clinic in a couple months to check the battery status. The physician has elected to remotely follow the patient until the device declares elective replacement indicator (eri). The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and replaced with another manufacture's device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the pacemaker showed two and a half battery life remaining. It was noted that just over one year earlier the device showed eight years battery remaining. The power consumption was noted to be high and premature battery depletion was suspected. The patient would be followed in the clinic in a couple months to check the battery status. The physician has elected to remotely follow the patient until the device declares elective replacement indicator (eri). The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and replaced with another manufacture's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker showed two and a half battery life remaining. It was noted that just over one year earlier the device showed eight years battery remaining. The power consumption was noted to be high and premature battery depletion was suspected. The patient would be followed in the clinic in a couple months to check the battery status. The physician has elected to remotely follow the patient until the device declares elective replacement indicator (eri). The pacemaker remains in service and no adverse patient effects were reported.